Event description:
It was reported by service report that the bed would not go down. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result - calibration of lift limits.